Manufacturer narrative:
The device was manufactured between 06jun2017 and 07jun2017. The actual device was not available; however, 207 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure and clear passage under water testing were performed and the devices operated according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This event occurred sometime in (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set tubing would not prime. The drip chamber was rigid with no ¿give¿ to it. There was no patient involvement. No additional information is available.